Manufacturer narrative:
Additional information has been requested. Explanted hardware was discarded by the hospital. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient was implanted with cslp plate and six 4.0mm cortex self-tapping screws approximately seven years prior for an acdf at c5-c7. Patient experienced postop discomfort and an MRI and CT scan showed a non-union. Patient was re-instrumented from c3-c7 on (B)(6) 2010. The plate and five screws were removed. During screw removal one of the screw heads broke. The screw shaft was not retrieved and remains in the left c7 vertebrae. The surgeon noted the screw shaft to be in the bone with no protrusion. Explanted hardware was discarded by the account. This complaint pertains to the 3rd screw.